Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract. The download data reported a pulse width timeout; no damages were found to the drive mechanism or fluid path that would contribute to a timeout. No other damages were observed during the investigation.